Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is rupture and capsular contracture baker grade unknown. Reoperation has not been scheduled at this time.

Event description:
Implanting surgeon reports rupture and capsular contracture. Affected side has not been specified. Manufacture has not been specified. The device has been removed.